Event description:
It was reported that during a percutaneous coronary intervention (pci); the physician was unable to see the microcatheter's radiopaque marker on angiography. The microcatheter was removed from the patient's body without any clinical consequece to the patient.

Event description:
It was reported that during a percutaneous coronary intervention (pci); the physician was unable to see the microcatheter's radiopaque marker on angiography. The microcatheter was removed from the patient's body without any clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual and tactile test did not identify any anomalies on the returned device. Microscope analysis of the microcatheter tip confirmed that the marker band was present and intact. No resistance was experienced during advancement of a 0.0188 mandrel through the catheter¿s hub. All catheter's dimension were found within specifications. Based on investigation findings, the device did not present any manufacturing deficiencies that could have contributed to the reported end user experience. Boston scientific has reviewed all information and determined this event no longer meets the equivalent of a reportable event.